Manufacturer narrative:
This report is submitted on february 12, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently on (B)(6) 25, 2018, the patient underwent skin revision surgery during an abutment change. The implanted device remains.